Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 447mg/dl and the pump alarmed lost sensor. Customer indicated that the sensor did not link up to the pump. Troubleshooting advised customer to fully charge the minilink. Customer declined high blood glucose troubleshooting. No further details given.